Manufacturer narrative:
The catheter involved in the incident was not returned for evaluation. A review of the mfg records indicated all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
It was reported that the catheter was placed, then the pt pulled it out - the catheter separated from the suture wing.